Manufacturer narrative:
The leads passed visual and photographic image inspection. The patient is reportedly doing well. This is the final report.

Event description:
Shortly after the patient's leads were explanted, the patient developed a hematoma. The hematoma was evacuated.